Event description:
The following description of the event was copied from a carefusion ventilation complaint form submitted by the distributor in the (B)(4) on behalf of the user facility in the (B)(6). "When set to (B)(4) on the sipap dial, the blender reads (B)(4) on both the sipap display and the external o2 analyzer. (This blender was fitted to sipap s/no (B)(4) on 10/07/2014 [july 10, 2014])."

Manufacturer narrative:
The alleged faulty air and o2 blender assembly was received and routed to the carefusion failure analysis lab for evaluation. The failure analysis lab technician evaluated the air and o2 blender assembly and found that it was out of calibration at the following settings, 30 percent (reads 23 2 percent), 60 percent (reads 53 5 percent) and 90 percent (reads 83 7 percent). A visual examination found that the torque seal moved with the front seal nut when turned. The failure analysis lab technician was unable to determine if the front seat nut had been tampered with. The alleged faulty air and o2 blender assembly was then routed to the carefusion factory service department. The air and o2 blender assembly was overhauled which includes; disassembly, cleaning, replacement of all elastomers (o-rings, diaphragms, etc), calibration and testing per the carefusion factory service procedures. Once completed the air and o2 blender assembly was returned to the distributor in the (B)(6).

Manufacturer narrative:
Neither the foreign user facility not the foreign distributor submitted a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the foreign distributor. (B)(4). The foreign distributor determined that the most likely cause of the reported event was a malfunctioning air and o2 blender assembly. Carefusion is in the process of trying to make arrangements with the foreign distributor to have the alleged faulty air and or blender assembly returned to the carefusion (B)(4) service center for evaluation and repair. Should carefusion be able to make those arrangements and the air and o2 blender assembly is evaluated, a follow up medwatch report will be submitted.